Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge 1 alarm and a minimum fill notification. The customer's blood glucose level was not impacted. The customer change the cartridge and the issues were resolved.